Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced dizziness and presented in the emergency room. Upon interrogation, the right ventricular lead was noted with lead noise, which was inhibiting pacing. The device was reprogrammed. The patient presented for procedure on (B)(6) 2019. During procedure, a portion of the posterior leaflet of the tricuspid valve was adhered to the ventricular lead when the lead was removed. Echo testing then showed moderate to severe tricuspid valve regurgitation. The pacemaker system was explanted and a new pacemaker system was implanted on the left side without complication. The patient was recovering.

Manufacturer narrative:
As received, only the connector portion of the lead was returned in one piece for analysis. Electrical testing that could be measured did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.